Manufacturer narrative:
Complaint no: (B)(4). The patient developed peritonitis on an unspecified date 4 months prior to this report. The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The caregiver (cg) reported that the home patient (hp) experienced peritonitis due to an infection in the pd catheter. The cause of the infection in the catheter was unknown. On an unreported date, the patient was treated with unknown antibiotics intraperitoneally (ip) (dose, frequency, and start and end dates of the antibiotic treatment was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient did not use a titanium adapter but had been using a plastic adapter. Upon review, the peritonitis event was not due to a catheter issue as there was a use error with an unknown baxter disposable product. It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was described as being caused by "bacteria on the skin" and the patient having dirty hands. The patient was hospitalized for this event on (B)(6) 2014. The patient was treated with unknown antibiotics intraperitoneally (ip) (dose, frequency, and duration not reported). The patient recovered from the peritonitis on an unknown date at the end of (B)(6) 2014. Peritoneal dialysis therapy was ongoing. (B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment information was not reported and the patient was eventually discharged from the hospital. Three days prior to the receipt of this report, the patient was again hospitalized for the peritonitis. During hospitalization, the patient¿s catheter was replaced. The patient recovered from the peritonitis and was reported to be recovering from the catheter replacement. Dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 4 involved in this event.